Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was seen in-clinic for reprogramming to address right atrial (ra) lead loss of capture (loc) and undersensing observed on the presenting electrogram (egm). Additionally, the patient had been feeling tired for the last five months. While in-clinic, ra output was increased to 4v @ 1ms, and ra sensitivity was changed to 0.2 mv. Review of exported device data showed a lower rate limit (lrl) of 45 beats per minute (bpm) and vt-1 monitor only (mo) zone was set to 140 bpm. It was suspected that the device had reprogrammed itself. It was also noted that longevity calculations had been fluctuating between 2 and 4.5 years remaining on the battery. Technical services (ts) discussed troubleshooting options and requested that the hcp save all from the initial and re-interrogation, after completing the desired programming changes. Programming changes were saved successfully. A request was made to have data from this device analyzed. Data analysis confirmed the normal battery depletion. There was a slight increase in battery consumption that appeared consistent increased heart rate and telemetry interaction. It was further explained that the device was not designed to maintain a history of device programming. The telemetry message log showed several programming sessions had occurred but did not show what was programmed. The device was not able to spontaneously program itself and had several mechanisms in place to ensure programmed parameters were secure and could only be changed via direct commands from the programmer. Upon further review, there was a specific scenario that would explain the unintended programming change where the load initials button may have been unknowingly selected. Then, upon selecting end session at the end of the device check, there would be an alert indicating programming changes had not been programmed. Once program was selected, the device would be reprogrammed with the load initials. The hcp was unaware of the load initials button and planned to review this with the other hcps. This ra lead remains in service. No additional adverse patient effects were reported.